Event description:
It was reported that an ilet user experienced multiple hypoglycemic events, including a documented blood glucose of 59 mg/dl, in the context of bolusing at the first bite for a single daily meal and subsequently drifting low. Symptoms included feeling spacy during lows, with no symptoms reported at 267 mg/dl. Outcomes included self-treatment with fast-acting carbohydrates, including 16 grams via glucose tablets, and education on staged carbohydrate dosing per urgency. Investigation included troubleshooting and user education regarding hypoglycemia recognition and treatment, with transfer to medical support for clinical guidance. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia given meal pattern and dosing timing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.